Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Data analysis confirmed the cause was due to increased power consumptions consistent with hydrogen exposure within the battery. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Device data was sent to engineering for review. Data analysis confirmed the cause was due to increased power consumptions consistent with hydrogen exposure within the battery. This device was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Device data was sent to engineering for review. Data analysis confirmed the cause was due to increased power consumptions consistent with hydrogen exposure within the battery. This device was then explanted and replaced. No additional adverse patient effects were reported.